Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer's blood glucose level. The customer was in the process of trouble shooting with tandem technical support, when they declined to complete the process at the time of report. Reportedly, the customer would call back to complete the check, however, the customer did not call back to continue the troubleshooting process.